Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient had a perigee mesh previously implanted on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat grade 2-3 rectocele with enterocele and grade I bulk prolapse and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of cystoscopy, rectocele, enterocele repair, sacrospinous ligament bulk fixation with mesh placement and graft revision, and anterior vaginal wall release of tension band at the armpit of mesh. It was reported that following insertion of the mesh the patient experienced erosion, pain, pelvic organ prolapse, tenderness and tingling at incision site, occasional urgency, vaginal atrophy, erosion, rectocele, enterocele, recurrent vault prolapse, dyspareunia, worsening prolapse, vaginal enterocele and vaginal wall prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 with cystoscopy, right ureterolysis, and abdominal sacral colpopexy. It was further reported that on (B)(6) 2009 due to erosion the patient underwent extensive cytolysis and removal of mesh of the anterior wall, excision of mesh in posterior vaginal wall and vault, excision of mesh from the obturator muscle on right and left, repair of vaginal vault prolapse using mesh and modified sacral spinal fixation, posterior repair, rectocele and perineal repair, and cystocele repair using sutures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02155 and medwatch 2210968-2012-02159. The same patient is represented in each medwatch.